Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to pain and lack of ingrowth of the acetabular component. Right.